Event description:
The patient underwent a primary knee prosthesis with vanguard, where signature molds were used. The patient started with pain shortly after the surgery, which became disabling. The surgeon decided to review the tibial component to correct a possible excessive posterior slope. During the revision surgery, a total detachment of the vanguard tibial plate was detected, without any cement residue at the base.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Received data: on the x-ray received, it can be noticed that the image is not of very good quality. R&d manager had the impression to see cement on the external part of the tibia, but the image is not good enough to decide (it seems that there is a void/perching on the internal part of the tibia), but a lateral section could bring more insight. Therefore, the reported event could not be confirmed. Device history records: the device manufacturing quality record indicate that the released product met all requirements to perform as intended. Complaint history : a complaint extract was done regarding revision due to pain and loosening: 1 complaint (1 product), this one included, has been recorded on optipac 40 refobacin bone cement r-3, reference 4720502083-3, from january 01, 2017 to february 22, 2021. 1 complaint (1 product), this one included, has been recorded on optipac 40 refobacin bone cement r-3, reference 4720502083-3, batch 837da09200. Device analysis : the product analysis can't be performed as the product was not returned. A retained sample of batch 837da09200 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. Other information review: the surgical technique of the tibial component reference 141251 handle in (B)(4) has been reviewed and showed that the tibal component is intended to be cemented. Conclusion: according to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. A summary of the investigation was sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
(B)(4). Concomitant medical products: polished finned tib tray 63mm, reference 141251, batch 2019040413. Vanguard cr ilok fem-lt 60, reference 183024, batch j6371325. Vanguard ant stblzd brg 12x63, reference 189022, batch 376110. Report source, foreign - event occurred in portugal. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
The patient underwent a primary knee prosthesis with vanguard, where signature molds were used. The patient started with pain shortly after the surgery, which became disabling. The surgeon decided to review the tibial component to correct a possible excessive posterior slope. During the revision surgery, a total detachment of the vanguard tibial plate was detected, without any cement residue at the base.